Manufacturer narrative:
Additional serial #: (B)(4).

Event description:
In (B)(6) 2007, the patient had bilateral saline-filled breast implants implanted for breast augmentation. In (B)(6) 2007, the patient began feeling ill with auto-immune type symptoms. The devices remain implanted. No other information is available at this time.